Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was attempted to be used in the esophagus during a gastrointestinal balloon dilation procedure on (B)(6) 2024. During the procedure, the balloon burst when it was inflated at 4.5 atm/16.5 mm diameter. It was reported that no piece of the balloon was detach inside the patient. The procedure was completed with a another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of balloon burst.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was attempted to be used in the esophagus during a gastrointestinal balloon dilation procedure on (B)(6) 2024. During the procedure, the balloon burst when it was inflated at 4.5 atm/16.5 mm diameter. It was reported that no piece of the balloon was detach inside the patient. The procedure was completed with a another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
H6: imdrf device code a0401 captures the reportable event of balloon burst. H11: investigation results: the returned cre pro gi wireguided dilatation balloon was analyzed, and a visual inspection found that the balloon was returned detached from the device. The returned balloon was burst and the detached section had evidence of a cut. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon burst was confirmed. The returned balloon was found to be burst and detached from the device. The balloon burst is likely to have occurred due to factors encountered during the procedure such as excess pressure. The detached balloon also had evidence of a cut most likely because the device could not be removed from the endoscope and the physician cut the catheter to push the balloon out of the distal tip of the endoscope. Therefore, the most probable root cause is an adverse event related to procedure.